Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported ¿iop issue.¿ however, the laser was removed from the system to determine why or how the fiber became stuck. Once the fiber was dislodged from the port by the company representative, he noted the condition of the fiber as ¿damaged.¿ he then stated: ¿it does not grip properly and is the reason it could not be removed.¿ a recommendation to order a replacement was provided to the customer. The system was tested and found to meet product specifications. The system was manufactured on march 4, 2013. Based on qa assessment, the product met specification at the time of release. The system was found to meet specification. However, based on the information obtained, the root cause of the reported event(s) could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the intraocular pressure (iop) could not be maintained and had to be increased to stabilize the eye during a procedure. There was no patient harm. Additional information has been requested.